Event description:
It was reported by service report that the breakaway did not lock/unlock properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release crossbar.